Event description:
The report received indicated that when the outback cto catheter system was pulled out of the package, the needle would not retract all the way back and a portion was sticking out. They did not want to put it in the patient in case it could tear the vessel. The device was completed successfully with another device. The intended treatment site was located at the superficial femoral artery (sfa). The product will be returned for analysis. The device was opened in a sterile field. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging.

Manufacturer narrative:
The complaint product was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Review of lot 16081148 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The gender of the patient is unknown. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: when the outback cto catheter system was pulled out of the package, the needle would not retract all the way back and a portion was sticking out. They did not want to put it in the patient in case it could tear the vessel. The device was completed successfully with another device. The intended treatment site was located at the superficial femoral artery (sfa). The device was opened in a sterile field. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was returned for analysis. One non sterile outback catheter was returned. The cannula was received deployed. No other anomalies were observed in the returned device. Functional analysis was performed successfully; the handle was actuated and the needle was retracted and deployed as expected. A device history record (DHR) review of lot 16081148 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter system-prepping difficulty¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.